Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, while inserting the lens with wound assist there was counter pressure at the wound which resulted in the lens becoming trapped in the wound. The doctor then removed the lens and while removing noticed that the trailing haptic was trapped in the injector by the plunger. A backup lens was subsequently used, and the procedure was completed without any complications. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Photo provided shows an activated company-provided preloaded device. The plunger is advanced into the nozzle tip. The lens (optic and one haptic) is advanced outside the nozzle tip. The trailing haptic appears to be stuck at the tip of the nozzle. The manufacturer internal reference number is: (B)(4).